Event description:
Customer is having low blood glucose incidents. Customer tested blood glucose and received a result of 222mg/dl. Laid down and later found unconscious. Emergency medical technicians were called and they tested blood glucose and received a result of 10 mg/dl. Emergency medical technicians administered IV. No controls were being used. A request was made for the suspect device to be returned. Replacement product was sent.